Event description:
Patient's spouse reported left side patient's "breast changed in form" and diagnostic exam "showed a rupture." Patient later reported an MRI diagnosed rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "breast changed in form" and rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's family reported that the patient had an ultrasound because the left breast "changed in form". A rupture of the left implant was confirmed via MRI. The device has been explanted and replaced.

Event description:
Patient's family reported, that the patient had an ultrasound, because the left breast "changed in form". A rupture of the left implant was confirmed via MRI. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.